Manufacturer narrative:
It was reported that the m6 poly insert would not stay seated during the procedure. The surgeon inserted one of the thicker polys provided with the kit. Additional poly inserts have been ordered for revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the m6 poly insert would not stay seated during the procedure. The surgeon inserted one of the thicker polys provided with the kit. Additional poly inserts have been ordered for revision surgery.